Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) at outputs of 7.5v in all vectors. The patient had experienced a ventricular fibrillation (vf) arrest that exhausted device therapy and required external shocks. An x-ray showed the lead position appeared to be stable, and previous device follow-ups showed normal pacing threshold measurements for the lv lead. It was noted the device therapy zones were reprogrammed and no changes were made to the lv lead programming at this time. The patient was placed on the heart transplant list. It was suspected the loc was due to a clinical change in the patient but this was not confirmed. No adverse patient effects were reported due to the lv lead issue.